Event description:
It was reported the pt was hospitalized post operatively for a day due to pain in his left thigh, hip, and ipg pocket site. F/u identified pain is centralized (just in buttock) and has improved. However, pain in the pt's thigh was diagnosed to be a femoral issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.